Manufacturer narrative:
Product event summary: analysis could not confirm that the epg had ventricular sensitivity issues. It was found that both display wires were pinched, but the insulation was not compromised. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not pass ventricular sensitivity testing. The epg has been returned for service. There was no patient involvement.